Manufacturer narrative:
Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event (power switching) was confirmed via logs involving batteries ((B)(4)). Analysis of batteries ((B)(4)) revealed that the batteries met specifications; the units passed visual examination and functional testing. These units were able to power the lab controller as intended. Log file analysis show two instances of communication errors involving battery ((B)(4)) on (B)(6) 2016 at 13:58:04 and the next one on (B)(6) 2016 at 10:12:31 involving battery ((B)(4)). In addition, the logs show two controller power-ups. The first controller power up occurred on (B)(6) 2016 at 23:38:27. The data point prior revealed that battery ((B)(4)) was connected to power port one with 47% relative state of charge (rsoc) and battery ((B)(4)) with 24% rsoc was connected to power port two. The data point after revealed that battery ((B)(4)) was connected to power port 1 with 97% rsoc and battery ((B)(4)) was connected to power port 2 with 96% rsoc. The next event occurred on (B)(6) 2016 at 18:19:37. The data point revealed that battery ((B)(4)) was connected to power port 1 with 85% rsoc and (B)(4) was connected to power port 2 with 24% rsoc. The data point after the loss of power revealed that battery ((B)(4)) was connected to power port 1 with 81% rsoc and battery ((B)(4)) was connected to power port 2 with 97% rsoc. In both events, a battery was connected with 24% rsoc. It's likely the loss of power was due to disconnection of both power sources and occurred during the change of the low capacity battery for a fully charged battery. The complaint event details could not be duplicated at bench level. The manufacturer has an open investigation for communication errors between controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4): method: actual device evaluated (B)(4); interoperability evaluation (B)(4); visual inspection (B)(4). Result: interoperability problem (B)(4). Conclusion: quality system deficiency (B)(4).

Manufacturer narrative:
Battery/ (B)(4); cat#-1650; mfg. Date: 12/31/2015; exp. Date: 12/31/2016; (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient complained of battery switching and pump stop. The patient heard the pump stop and restart after replacing batteries. Log files were sent which confirmed a power up/pump stop and start. The batteries were exchanged and the patient reported being anxious during the reported event. No further information was provided.